Event description:
Rptr reports back to back testing on meter to lab while using the inform sys with results of 34 mg/dl on the meter and 23 mg/dl at the lab. L1 and l2 qcs were run the same day and were in range. No treatment was rec'd based on meter reading. No adverse event was reported. A request was made for return of the suspect prod and a replacement was sent.